Manufacturer narrative:
The investigation is still in progress. A supplemental MDR will be submitted after investigation completion.

Event description:
The customer reported an invalid result on a direct tested nasal knitted swab with the ID now covid-19 assay performed on (B)(6) 2020. The nasal swab was used to swab both nostrils, per the product insert instructions. Repeat testing was performed using the same sample, and gave an invalid result. An additional test using a new sample gave a negative result. The customer reported the patient's emergency surgery was delayed by 2 hours as a result of the issue. As a remedial action to the patient's delayed surgery, the patient received intravenous antibiotics and her hand was kept on ice to reduce throbbing. Per the product insert: invalid. The presence or absence of covid-19 viral rnas cannot be determined. Repeat testing of the sample using new test components. If repeated invalid results are obtained, results should be confirmed by another method prior to reporting the results. If an invalid result is received, one additional test may be run using the same sample receiver. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized, or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history, and the presence of clinical signs, and symptoms consistent with covid-19. Due to the invalid result causing a delay in the patient's emergency surgery, this incident shall be considered reportable.

Manufacturer narrative:
Additional information was received on 11dec2020 indicating that the patient first went to surgery and then was placed in a non-covid-19 unit. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1001878 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit 190-000/lot 1001878 and test base part number 190-430/ lot 1001878 were reviewed. This lot met the required release specifications. A review of the current overall invalid patient results related to kit lot 1001878 based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue as patient data was deleted prior to export and updated logfiles were not received for additional reported invalids; however abbott diagnostics scarborough was able to determine from the provided logfile that the majority of the invalid results were due to sample transfer errors. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. Corrected data: after further review it was determined this event was inadvertently reported as both a serious injury and product problem; however, invalid results are not considered to be a device malfunction. Therefore, this event is designated as a serious injury only.